Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. During device evaluation, it was found that the lens glue was worn out, rubber was worn out, the universal cord was wrinkled, there was play on the angulation control knob, there was insufficient angulation, there were white dots on the image, and the biopsy channel was exchanged as preventive maintenance. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the relationship between the event and the device could not be determined from the following investigation results: growth of champignons filamenteux was confirmed from channel rinsing water in culture testing by the user after reprocessing. When olympus culture tested after reprocessing in accordance with instructions for use before repair, growth of microorganism was not confirmed. No abnormality or leakage from the channels was conformed from incoming inspection. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled and the results were determined to be conforming as less than one (1) colony forming unit of microorganisms were detected. The obtained results are in conformance with the requirements. The subject device has been received and is currently in the evaluation process. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for six (6) colony forming units (cfus) of aerobic microorganisms. Filamentous fungi was identified. This event occurred during reprocessing. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.